Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Event date was noted as (B)(6) 2020. The patient reported pain around the implantable neurostimulator site. The patient had lost 100 pounds in the past year and was having discomfort especially while wearing tight-fitting clothing as her beltline sat right over the implantable neurostimulator device. On (B)(6) 2020, the physician determined that a pocket revision would be appropriate in light of the discomfort. Implantable neurostimulator migration was diagnosed. Device interrogation/device data was performed on (B)(6) 2020. It determined that the device was functioning properly and was not contributing to pain at the implantable neurostimulator site. The event was not related to the implant procedure. The patient was agreeable to a pocket revision in light of this discomfort. She is very pleased with the functionality of the device itself. The patient had a revision of the implantable neurostimulator pocket on (B)(6) 2020. The issue resolved without sequalae on (B)(6) 2020.